Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use current pump or use multiple daily injections (mdi) for insulin therapy until the replacement arrives.